Manufacturer narrative:
The reported device was evaluated in compliance with nwm procedures. No issues were found during visual inspection. The device was tested for steady state pressure and was found to function within specification. The reported issue of low iop could not be confirmed.

Manufacturer narrative:
DHR for the reported lot was reviewed with no issues found. Product was manufactured, tested, and released in compliance with nwm procedures. Device pending evaluation. An addendum will be filed with evaluation results once available.

Event description:
Distributor reported "no valve effect with low iop".